Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes, analyte results were out of range for potassium and calcium levels. Results were not reported out due to repeat testing performed previously on another lot that gave results in normal range, so there was no patient impact.

Manufacturer narrative:
The following information has been updated with corrected and/or additional information: d.9. Device available for eval? Yes. D.9. Returned to manufacturer on: 23-jan-2024. H.6. Investigation summary: bd received five (5) samples for investigation. The customer samples were evaluated along with retention samples of the incident lot selected from bd inventory. The samples were tested and no issues relating to erroneous results were observed. There were no difficulties encountered during blood collection and all tubes exhibited proper fill. Bd was unable to confirm the customer¿s indicated failure mode (erroneous results-potassium, calcium) because the defect was not evident in the testing of the complaint lot samples. Replicates of both customer returned and control samples were acceptable in terms of both precision and accuracy. All visual observations of both customer and control samples tested demonstrated clinically acceptable performance. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of erroneous results. Bd was not able to identify a root cause for the indicated failure mode. Factors that may contribute to erroneous results were evaluated through a clinical study to verify the design of the device met its intended use. The result of the study showed that the device performed as expected and we were unable to determine any external contributor to this reported issue. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that during use of the bd vacutainer® sst¿ blood collection tubes, analyte results were out of range for potassium and calcium levels. Results were not reported out due to repeat testing performed previously on another lot that gave results in normal range, so there was no patient impact.

Manufacturer narrative:
H3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.